Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that the hcp reached out to the rep this morning to let them know the patient's (pt) spine incision was not healing, infection and they would be removing the leads but leaving the ipg for future re-implant of leads. It is unknown is the issue is resolved. The rep will submit any new information that they become aware of.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2026 product type lead. Product ID 977a260, serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2026: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-nov-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 12-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.